Manufacturer narrative:
(B)(4). A trend review has been performed and found that there have been similar reports made to baxter. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility representative contacted baxter to report a colleague infusion pump with failure code 500:320:844:0000. There was no adverse event, patient injury or medical intervention associated with this report. During the product evaluation at baxter, it was discovered that failure code 500:320:844:0000 occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version for this report is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a defective speaker harness. The speaker harness has been replaced. Additional: a service history review revealed that this device was not previously serviced for the reported condition. The user interface module master software version is 5.04.00, categorized as unremediated. This MDR was submitted on (B)(6) 2011; however, due to a failure to receive the 3 acknowledgements, this MDR is being resubmitted on (B)(6) 2011.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.